Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead, which had been previously taken out of service, was part of a system revision due to infection. Evidence reasonably suggests that the lead was explanted. No additional adverse patient effects were reported.